Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, 2.6mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous distal left circumflex artery (lcx) artery. After predilating the lesion with a 2x9mm maverick balloon catheter, a 2.50x16mm promus element ¿ stent was selected to treat the lesion. After deploying the stent at high pressure the physician realized that there was a dissection at the distal end of the deployed stent. Per the physician, this happened because the balloon was overhung. Another 2.5x12mm promus element stent was deployed distally at the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the returned device found that the stent of the device had been deployed was not received for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. Based on the potential root causes identified in the fmea, the following attributes were examined. The distance from the proximal edge of the distal markerband to the distal edge of the proximal markerband was measured to be approximately 16.75mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. It was noted that the balloon had been subjected to positive pressure and deflated. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, 2.6mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous distal left circumflex artery (lcx) artery. After predilating the lesion with a 2x9mm maverick balloon catheter, a 2.50x16mm promus element ¿ stent was selected to treat the lesion. After deploying the stent at high pressure the physician realized that there was a dissection at the distal end of the deployed stent. Per the physician, this happened because the balloon was overhung. Another 2.5x12mm promus element stent was deployed distally at the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).